Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 575cc and experienced deflation, minor pain on the left breast implant and bilateral ptosis. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 575cc saline implants, catalog # 3501690, s/ns: (B)(4) (l) and (B)(4) (r) on (B)(6) 2019. This is for the right side implant, see manufacturer report number 1645337-2019-08020 for contralateral prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a 43 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 575cc and experienced deflation, minor pain on the left breast implant and bilateral ptosis. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 575cc saline implants, catalog # 3501690, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2019. This is for the right side implant, see manufacturer report number 1645337-2019-08020 for contralateral prosthesis. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. During evaluation the device appeared intact. No anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Since this product investigation is related only to an adverse event, it is not possible to address any failure or damage of the device to a patient injury. A manufacturing record evaluation (mre) was performed for the finished device number 6408637 and no non-conformances related to the reported complaint condition were identified. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).